Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation intermittently turning off was not determined. No further actions will be taken. It was unknown if the issue was resolved. The issues were intermittent and the patient had not been seen by a manufacturer representative (rep) or a physician. The information provided was confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller told by patient (pt) that over past month, the pt had been checking his ins system with his controller and noticing that his stimulation was off and the pt didn't turn their stimulation off. The pt was not using cycling. Specifically on april 23 and 30, the pt noticed his stimulation was off when he checked his ins. On april 30, the pt did charge his ins and started charging ins at 50% and there was no evidence on 4/23 or 4/30 that the ins was fully depleted such that it would shut off. The pt hadn't had any MRI's or procedures during this time.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that pt had to turn their device back on to get their stimulation started. However, the issue was ongoing as the issue was intermittent. No physician was involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.